Event description:
It was reported that a mechanical installer lacerated an index finger, while installing the gradient cables on the mr system. This laceration required four stitches. The laceration occurred when the installer selected a utility knife to remove excess insulation from the cable wires. There was no device malfunction.

Manufacturer narrative:
The installation instructions for termination of these cables do not specify the use of a utility knife. Mechanical installers have under gone training for proper installation techniques.